Manufacturer narrative:
Evaluation results indicate the broken device is of the old design. Design changes have increased reliability and durability of this instrument.

Event description:
During the operation, the gamma target device broke into two parts. There was no adverse consequence to the patient or delay in surgery or anesthesia time.